Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported via FDA medwatch mw5078208 that a female patient of unknown age underwent an unknown procedure with a mentor smooth round moderate profile 350cc and experienced bilateral horrible pain. Many visits to the hospital for multiple health conditions and emergencies. Doctor¿s note show leakage. Caused celiac disease and pain each day. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. There¿s no additional information available. This is for the b side implant, see manufacturer report number 1645337-2018-05162 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient reported that the implant is leaking in body and deflated, the left side is smaller than the right side, the nipple has sank and is causing pain. The patient¿s initials were l.r., patient¿s sex was female, the date of birth is (B)(6) 1979 , the date of implantation was (B)(6) 2005, left side serial number was (B)(6) correction to the initial reporter: (B)(6). Food and drug administration (B)(6). The implant side is the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 254649 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).